Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, h6 (clinical and impact code) updated data: b4, g2, g3, g6, h2, h10, h11.

Event description:
During a nonrelated service visit by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) screen calibration could not be performed. Every button that was pressed would not do anything. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not have a screen calibration performed and every button that was pressed would not do anything.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6. Corrected data: h6, h11. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing dept. Received part number 0670-00-0770_r serial number: (B)(6) with a reported unit failure of nonfunctional touchscreen. The fat dept. Performed a visual inspection of the part received and found that the part is in good condition. The fat dept. Installed the part number: 0670-00-0770_r executive board serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department is unable to replicate the failure. Sending the part to the supplier for further failure analysis as per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for pn 0670-00-0770. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.